Event description:
It was reported the programmer will not power on. Six different power outlets and two different power cords were tried. The programmer and analyzer were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the analyzer incorrectly indicated a low battery when the battery is actually fully charged. Concomitant medical products: product ID: 2090, programmer. Product ID: 2067, radiofrequency head. (B)(4)